Event description:
The customer called to report high blood glucose levels all day. The customer's most recent blood glucose reading was 570 mg/dl. The customer stated that he would be going to the emergency room for treatment. The customer's wife later called to report that the customer was hospitalized with a high blood glucose reading of 760 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.